Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised one month post implantation, due to a trochanteric fracture. The stem was removed. No fall or contributing conditions reported.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset. D10: 00877503602 biolox¿¿® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 3178910. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the following section was corrected: d1 h6: component code: mechanical (g04) ¿ stem no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. However, as the liner and cup are unknown, it is unknown if the entire construct is compatible. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.